Manufacturer narrative:
Initial.

Event description:
It was reported that a patient experienced a severe low blood glucose of 38 with confusion, shakiness, and sweating; the patient attempted to administer glucagon but was unable due to tremors and corrected the episode with oral glucose, with no seizure, medical attention, or hospitalization reported. Symptoms included hypoglycemia with neuroglycopenic and autonomic manifestations. Outcomes included insufficient information to characterize longer-term impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.